Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing low blood glucose (bg) levels in the mornings (56 mg/dl). Customer treated low bgs by drinking orange juice.